Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the during implant, the right atrial lead exhibited a low r-wave sensing issue and high capture thresholds. The physician elected to use a different lead to complete the procedure. The patient condition was stable.

Manufacturer narrative:
The reported events of inadequate capture, and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.